Event description:
A customer reported an event of a "strong burning oil odor" emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and evacuated the room until the odor dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 11/21/2011. Additional manufacturer narrative / corrected data: additional part replaced during service: vacuum pump. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (10/02/2013 to 03/31/2014) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from april 2013 through march 2014 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The vacuum pump was returned and visually inspected. The vacuum pump's outtake was broken . The reason for return of the vacuum pump was confirmed. The catalytic converter was returned and tested. The catalytic converter was unbale to pass special test plans. The reason for return of the catalytic converter was confirmed. The oil return valve was returned and tested. The oil return valve failed a test cycle. The reason for return of the oil return valve was confirmed. The oil mist filter was returned and tested. The oil mist filter failed a test cycle. The reason for return of the oil mist filter was confirmed. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter, oil mist filter and valve were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.